Event description:
The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. The patient reported that they often went over 30 days between charging sessions. The issue has reportedly been resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Patient last had stimulation and charged about 2 months ago. Troubleshooting was unsuccessful. As a result, the patient is awaiting surgical intervention.